Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of capsular contracture was received on (B)(6) 2020 with lot number 3169729. Analysis of the returned device identified; creases fold, deformation and the weight the device within specification. Cloudy and voids in the gel observed after autoclave cycle.based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d.10, h.3, h.6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data:

Event description:
Device has been explanted.